Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a remote follow up on (B)(6) 2021 that the patient's implantable cardiac monitor (icm) exhibited p wave under-sensing. Atrial fibrillation episodes were detected but there was no actual atrial fibrillation. The icm continued to be monitored . The patient was in stable condition.